Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending coronary artery that was 100% stenosed. The patient presented with severe chest pain before the procedure. Angiogram revealed a totally occluded lesion. Pre-dilatation was performed with a semi-compliant balloon. Then a 3.0 x 18mm xience prime stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed a dissection at the distal end of the stent. Another xience prime was used to cover the dissection successfully. There was no adverse patient sequela reported. No additional information was provided.